Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart during a set change. The customer was assisted with unexpected restart troubleshooting. The customer blood glucose level was 163 mg/dl at the time of the incident. The customer stated that this was the second time they were calling in regards to an unexpected restart. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer also mentioned that they experienced a low blood glucose of 37 mg/dl the weekend prior to the call. The customer treated with glucose tablets and declined troubleshooting for the low reading. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with normal operating currents and passed self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected restart alarms after battery change or reset time/date anomaly noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.